Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed that after few minutes of running the pullback test, the unit stopped to run and give overload error 130. The image appeared steady and passed the pullback test 10 times in a period of 3hrs after the original cable was replaced with a known good lemo cable. By reconnecting the original cable, the unit return to fail after 15 minutes of pullback test and image test with overload error 130. The unit did not meet specifications for mdu-5 qc functional test due to defective lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2015-07542 and 2134265-2015-07543. It was reported that automatic pullback had occurred. A motor drive unit was used in conjunction with an unknown catheter and unknown sled to treat an unspecified target lesion. During the procedure, the system was not recognizing the motor drive unit. The pullback started/ engaged during the procedure, however, automatic pullback failure had occurred. After updating, the system failed to record the exams in hd, because it does not release the option. The motor drive unit was replaced to complete the procedure. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-07542 and 2134265-2015-07543. It was reported that automatic pullback had occurred. A motor drive unit was used in conjunction with an unknown catheter and unknown sled to treat an unspecified target lesion. During the procedure, the system was not recognizing the motor drive unit. The pullback started/ engaged during the procedure, however, automatic pullback failure had occurred. After updating, the system failed to record the exams in hd, because it does not release the option. The motor drive unit was replaced to complete the procedure. No patient complications reported.